Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a devascularization of the colon and sigmoid colon (diverticulitis) procedure, the device knife did not retract. There was no pt injury. A photo of the incident device shows that the knife blade is exposed from the jaws.